Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image stripes with photos. The procedure occurred during cleaning and disinfection. There were no reports of patient involvement. Note: due to china's laws regarding personal information and the request of global standard operating procedure (gsop), these personal identical info should input as "refused but available in source system" suggested by olympus trainer, and this is the way to redact personal identifiable information (pii).

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 8/10/2016h4.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interference waves in the image a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image stripes and interference waves in the image is due to a failure of electrical components. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.